Event description:
Ten months postoperatively, cardiac catheterization demonstrated two grafts anastomosed with aortic connectors were occluded requiring multi-vessel ptca. The pt had a history of hypertension, diabetes, and cad.